Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 3mm amplatzer duct occluder was selected for implant. During deployment, a deformation was noted in the descending aorta. The device was removed. The patient was reported to be in stable condition. Additional information has been requested.

Event description:
It was reported on (B)(6) 2021, a 5/4mm amplatzer duct occluder was selected for implant. During deployment, a deformation was noted, in the descending aorta. The device was removed. The patient was reported to be in stable condition. Additional information has been requested, but cannot be obtained.

Manufacturer narrative:
An event of "a deformation was noted, in the descending aorta" was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.